Event description:
According to the reporter, during a thoracoscopic surgery, a sound was heard, there was poor staple formation and the distal staple line was incomplete. The patient was alive with no injury.